Event description:
Device malfunction: none. Symptoms/ae: diminished limb pulse, intimal dissection. Time of symptoms/ae: after vessel closure. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of a heavily calcified common femoral artery after a diagnostic coronary angiogram. Reportedly, three hours after uneventful arteriotomy closure the limb developed diminished limb pulse. An angiogram revealed an intimal dissection in the external iliac, proximal to the closure site. A stent was implanted at the dissection site. The patient experienced no residual symptoms and was discharged to home the next day. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.